Event description:
Additional information was received from a company representative that the patient had an upcoming follow-up appointment in (B)(6) and x-rays would be done at that time.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that in the last two months, they were able to aspirate the reservoir completely at the pump refill visit, but they were unable to refill it to capacity. They were only able to refill it with 29 cc. The patient had no symptoms related to the event. There had been no volume discrepancies with the pump. Lioresal refill kits were used to refill the pump. Further troubleshooting was planned for friday. Additional information was received on 25-feb-2016 and it was reported that the patient did not have a follow-up appointment scheduled at this time for any troubleshooting, but may have some in (B)(6) of 2016. The patient's pump was close to its replacement date, so they were debating about just filling as much as they were able to until the pump was replaced as there were no therapy issues. The cause of the issue, additional troubleshooting, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.